Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported to have fallen and damaged insulin pump. Customer reported that display screen was smashed and not viewable. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.